Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned guide wire. The reported difficulty to remove was unable to be confirmed as the returned guide wire was able to advance and retract from a proxy balloon catheter without any resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. In this case, the same guide wire had been previously used with a stent delivery device and no issues were noted during advancement over the balloon catheter which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, patient anatomical morphology, patient disease state, inner diameter of guide wire lumen of delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the balloon catheter, coagulation of blood or procedural contaminates. A cine was received and reviewed by an abbott vascular clinical specialist. The cine review concluded that the video clip provided shows the wire moving proximally with removal of the balloon. It is unknown if the movement is related to the balloon catheter or to the guide wire. It is possible that the wire was not held in place during removal of the balloon although the assumption is that it would be. Based on the cine review and the returned analysis of the guide wire, the investigation was unable to determine a conclusive cause for the reported difficulty to remove. It is possible that the guide wire was not held in place during removal of the balloon catheter. Additionally, it is possible that the clearance between the guide wire and the balloon catheter was reduced causing the reported difficulties, or the condition to the guidewire was reduced during stent implant however, these could not be confirmed. The noted scratches on the wire likely occurred post procedure or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a circumflex artery. A hi-torque balance middleweight universal ii guide wire was advanced to the lesion without issue. Then an unspecified stent was implanted. Then a balloon was advanced to perform post-dilatation. Then when the balloon was being removed, it was "clinging" to the guide wire. With difficulty, the device was simply removed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.